Manufacturer narrative:
The referenced report of bacteremia episode is covered under medwatch MFR report # 2916596-2017-01024. (B)(4). Approximate age of device ¿ 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with an inr of 1.1 and lactate dehydrogenase (ldh) of 962 u/l. The patient¿s baseline ldh was 500-600 u/l. It was reported that the patient had recent bacteremia episodes associated with pump pocket and sternal infection. The patient was also reportedly confused about discharge instructions for warfarin, and skipped doses. No alarms were reported; however, unspecified changes in lvad parameters were observed. The patient was treated with a heparin infusion for sub-therapeutic inr during the admission. The patient¿s ldh was 800s u/l at discharge. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient¿s lactate dehyedrogenase level could not be conclusively determined. Hemoylsis is listed in the instruction for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.